Event description:
Caller reported difficulty pressing the pump's quick bolus/wake button, causing challenges in activating the pump screen. There was no reported adverse impact to the customer¿s blood glucose level. Technical support advised the caller to firmly press the button using their fingertip, but the problem persisted. Customer reverted to an alternate method of insulin delivery.